Event description:
It was reported that 10 unspecified bd hypo syringe had foreign matter. The following information was provided by the initial reporter: a white rubber foreign matter was found in the syringe when the product was opened.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no item number, sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.